Manufacturer narrative:
(B)(4) has been issued for the return of this bed. A replacement bed has been provided to the consumer. Model 5310ivc bed serial number (B)(4) is approximately 7 years old. The user manual issued at that time was part number (B)(4). It is unknown if the consumer has fully read and understands the user manual. The following warning is provided on page 2: "do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." It is unknown if the foot board was too close to a heat source or if a liquid was a contributor to the incident. The following warnings are provided in the user manual to help prevent electrical issues on the bed. Keep the product at least a minimum of 12" from any heat source. Do not unplug the power source from the junction box. If a liquid has spilled in or around the electric bed, unplug the bed before cleaning. Clean up the spill and allow the electric bed or the area around the electric bed to dry thoroughly before using the electric controls again. The pendant and the power cords must be routed and secured properly to ensure that the cords do not become entangled, pinched and/or severed during operation of the electric bed. Never operate if the unit has a damaged cord or plug. If it is not working properly, call a qualified technician for examination and repair. Keep all electrical cords away from heated or hot surfaces.

Event description:
The foot motor and junction box allegedly caught fire. No injury is alleged.